Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date and not prepping the skin with antiseptic solution have been ruled out as potential causes. Additionally, the patient does not have contraindicating conditions, the site was irrigated with antibiotic solution before closure. The cause of the incision not healing was the location of the incision being on the mid calf, and with excess movement, kept pulling at the incision causing it not to fully close. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching as excessive movement did not allow the incision to heal (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Refer to issue (B)(4) for the investigation of the late MDR report.

Event description:
The patient reported their incision was not healing. A revision procedure was performed on (B)(6) 2023. This was done to separate the leads that were tied together with sutures which were thought to be the main cause of the pocket incision not healing. The leads were separated and re-adhered to facia separately and the incision was re-closed using staples. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023, as the pocket incision did not heal after several weeks. The patient is doing well and the incision is healing. No further issues have been reported.